Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. During a routine pulse generator change out procedure, the lead was cut and capped and a new ra lead was added. The local field representative reported that the physician was previously aware of the dislodgement and that the device had been programmed to vvi 40. The physician wanted to wait to replace the lead until a pulse generator change out was needed. There were no additional adverse patient effects reported.